Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-sep-2019 with the following findings: a visual inspection of the pump revealed corrosion in the battery compartment. No leaks found during leak testing. The returned battery cap was undamaged. The pump was not able to power on. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
The pump was returned for investigation. Evaluation revealed the pump had no power and there was moisture in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 27-sep-2019.